Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the control body was detached, the protector for the light guide (lg) tube on the control body side was detached, waterproof failure was noted due to the pinhole at the bending section cover (a-rubber), the connecting tube was dented, the angulation in the up direction was out of standard due to the worn angle-wire, and the light was not clear since the lg lens was dirty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the control body of the visera tracheal intubation videoscope was detached. Subsequently, the intended procedure was completed with a similar device. Upon inspection of the customer¿s returned device it was observed, the coating on the connecting tube was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of coating peeling from the insertion part could not be determined, however, the issue was likely the result of repetitive use stress. The event can be detected/prevented by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. ¿·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.